Manufacturer narrative:
Smiths medical has received a sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a portex® sacett® suction above cuff endotracheal tube connector constantly pulled off from the tube due to circuitry movement, when interfaced with the circuit tubing from a respirator. This event was observed during an evaluation of the product after 5-10 minutes of device use. It was noted that the tubes had to be taped to keep the connector in place. No patient injury was reported. See MFR: 3012307300-2016-00265 and 3012307300-2016-00267

Manufacturer narrative:
Additionally, the manufacturing facility performed a review of the relevant documents: the documents included the assembly of the connector tube and the assembly and packaging of the device. The review found that the documents were adequate and correct with respect to testing and inspection activities. The manufacturing facility then performed a visual inspection of similar products on the production floor in order to verify that no situations or practices could create/generate the reported event. No discrepancies were found during the inspection.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). The customer returned ten devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the ten returned devices will be used for the medwatch. Ten new portex® sacett¿ suction above cuff endotracheal tubes were returned for investigation. The devices were receive inside a plastic bag and without the original opened packaging. Visual inspection of the returned devices was conducted at a distance of 12" to 24" and under normal conditions of illumination. No discrepancies were found in the returned device during visual examination. The devices were then dimensional inspected and were found to be within specification. Investigation did not find fault with the returned devices.